Event description:
The pt had a chronic total occlusion (cto) of his left superficial femoral artery (sfa). The bard crosser catheter was employed to traverse catheter was employed to traverse through the hard plaque or calcific portion of the vessel. Once the catheter had broken through into the mid portion of the occluded vessel, the tip of the catheter was noted to be embedded into that calcific portion. When the catheter was being removed, the portion which became embedded into the occluded vessel did not come out with the entire catheter. Radiographically the tip was visible as it does have a radiopaque tip for this reason. The attending physician felt the tip could not cause harm to the pt's vascular system below since there was no blood flow in that vessel initially.